Event description:
It was reported that the 9800 system presented a precharge error during a case. It was also noted that the left monitor keeps going blank. System required reboot to continue the case. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the 3+ batteries. The system was tested and found to be working as intended and placed back into service.